Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional additionally reported "wrinkling/rippling." Device has been explanted.